Event description:
An aneurx abdominal iliac stent graft was implanted for an endovascular treatment of an abdominal aortic aneurysm approximately 50 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the patient has been followed since the initial implant, and the aaa has been growing. Currently the aneurysm is at 8.5cm in diameter. The patient has patent lumbar arteries with a type ii endoleak. The physician coiled the lumbar arteries however, the coiling was unsuccessful, and so an attempt was made to ligate the lumbar arteries. There was excessive bleeding, so the physician decided to explant the stent graft system. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).